Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the multifocal lens was explanted in a secondary procedure from the patient's right eye. It was stated that the patient was unable to see any better than 20/30 at distance and had no reading ability. The patient had glaucoma that was affecting his vision in general. At the cataract evaluation the doctor was not aware of the patient's glaucoma and thought it was the cataract. No patient injury was reported. The patient is reported to be doing fine. It was stated that the patient has ''lots of swelling, but he has a follow-up in a week''. In follow-up it was indicated that the patient initially was not the doctor's patient and came as a new patient. The doctor was not aware how bad his glaucoma was and thought he had cataract issues, so the doctor explanted the zmb00 that was affecting his general vision. The replacement lens is a monofocal zcb00 intraocular lens (iol) serial no. (B)(4). No further information was provided.